Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the pruritus requiring medical intervention cannot be ruled out. The acrochordons (skin tags) were not related to device use. Pruritus was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (22.3% in the ttfields arm and 8.4% in the control arm).

Event description:
An 85-year-old male with pancreatic adenocarcinoma started optune pax therapy (B)(6) 2026. On (B)(6) 2026, the patient reported to novocure the presence of two skin tags on his back that occasionally became itchy due to contact with the transducer arrays. The patient was prescribed an unspecified oral medication to alleviate the itching associated with skin tags. Multiple attempts were made to contact the prescribing physician; however, no reply was received.